Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Mitek medical affairs department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so this file is being opened to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the medical affairs from a journal article in japan that an unknown suture ruptured. According to the report, the event caused a spacer to dislodged in a patient who received a 2-0 ethibond anchor. It was further reported that once 0 ethibond anchors were used, no suture ruptures were observed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.